Manufacturer narrative:
(B)(4). The customer reported a fail/d and fail/dx message in the autotest summary. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported a fail/d and fail/dx message in the autotest summary.